Manufacturer narrative:
The catheter was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from representative indicating that during slitting, the tip of this inner guiding catheter tore off and the physician had to use a small scissor to finish cutting. The lead implant was unaffected. No adverse patient effects were reported.